Event description:
The customer reported the generation of false high comprehensive metabolic panel (cmp) results for one (1) patient after finding wet test tube caps on their dxc 600i clinical chemistry system. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from the patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a clogged check valve. The fse replaced the check valve to resolve the issue. Age, weight, and ethnicity. Information not provided by customer. The beckman coulter internal identifier is (B)(4).